Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the zimmer air dermatome continued to run after use. The motor stopped running when it was disconnected from the surgical air. No additional clinical information was received prior to this report.